Event description:
It was reported the programmer shut off without warning. Black screen. New outlet was tried and also turning the programmer off/on. The programmer was heard humming when attempting to turn back on but no screen shot visible. The patient was getting loop implant at time screen went black. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the programmer will not power up; lem (link electronic module) printed circuit board assembly found out of electrical specification. It was noted when programmer was able to power up it powered up with a hard drive error; hard drive found out of electrical specification. Analysis also found the keyboard hinges are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.